Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (gender unknown) at 360 joules, but the device being used with the internal handles displayed a "cannot charge" error message. The clinicians then obtained another device and set of the internal handles and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.